Event description:
It was reported that the pump battery was depleting quickly, resulting in the pump shutting down. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose was 115 mg/dl. Customer continued to use the pump for insulin therapy.